Event description:
Nozzles missing. No patient is hurt but no one found the missing nozzles. This event occurred at the time of before use. This event occurred, no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the air/water nozzles missing. Based on the result, we concluded that it was caused due to the excessive force applied on the air/water nozzle. In addition, we confirmed that the angle wire play, and the lg prong top loosened; however, they are not the main cause, and/or irrelevant to the alleged complaint. Correction information: follow up #1, coding changed based on the investigation result. Additional information: device manufacture date.